Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0upte, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had leg and back pain. Patient stated the device worked for a little while, but was no longer effective. Patient felt the pain could be related to the device, and was reprogrammed. Patient had a lead revision/replacement on (B)(6) 2017. X-rays noted that the previous lead could have been placed in s2. The lead was replaced in s3 and good motor response was observed. Patient had appropriate response during their post-operative programming and denied leg pain. The issue was noted to be resolved at the time of the report. No further complications were reported.